Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose displayed as "high" on the continuous glucose monitor and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple minimum fill notifications occurred. Troubleshooting with clinical technical support did not identify any issues with the pump or supplies. The customer declined to provided additional information.